Event description:
Customer's wife reported blood glucose results of 561 mg/ld and 159 mg/dl within 10 minutes on the compact plus system. Caller reported no symptoms, did not treat or act on results. No adverse event reported. Strips not available for return, replacement was sent.